Manufacturer narrative:
This male experienced side branch occlusion with resulting myocardial infraction during implantation of 2 cypher select stents as part of the e-select registry. Side branch occlusion and myocardial infraction are potential adverse events associated with coronary artery stenting. Medical history and risk factors that may have increased his risk for major adverse cardiac event included hypertension, hyperlipidemia and family history of coronary artery disease. The indication for the initial evaluation was silent ischemia noted on an exercise stress test. The circumflex was described as moderately tortuous in the proximal segment with an irregular, eccentric, moderately calcified, de novo lesion. The safety and effectiveness of the cypher select stent has not been established for use in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. The stenosis was pre-dilated and two 2.5/18mm stents were deployed at 20atm in an overlapping fashion. It is recommended that the rate burst pressure of 16atm is not exceeded during balloon inflation. Post-dilatation was needed to fully expand the stents. Cypher select is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. During the procedure, an occlusion of a small marginal branch occurred. This resulted in a non q-wave myocardial infraction (mi) with "minimal damage", the patient was discharged in 24 hours. The product remains implanted in the patient, thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Based on the information provided, the procedural complication of side branch occlusion during coronary stent implantation contributed to the patient's myocardial infarction. This is one of two products being reported for the same event. Please reference manufacturing reports# 9616099-2007-00376 and 9616099-2007-00377. This file has been re-access as per the similar device reportability criteria implemented by cordis coporation on 12/15/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is distributed outside the united states. However, it is similar to the united states product.

Event description:
The following information was received from the clinical study: the indication for index procedure was silent ischemia confirmed on ECG/stress test. Two type c lesions were treated at the circumflex using two cypher des stents. The stents were implanted in overlapping fashion and both stents were under expanded. Following the index procedure, occlusion of small circumflex marginals occurred and nqami was diagnosed with minimal damage. Additional treatment was not performed and the patient was discharged 24 hours post index procedure without chest pains of ECG changes. In 2006, routine follow-up was conducted and the patient was asymptomatic and complaint with anti platelet regimen.